Event description:
It was reported that the device lasted less than four years. The device longevity is less then expected for programmed values compared with the published specifications. Records indicate that the device remains implanted at the time of report. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The recommended replacement time (rrt) in save to disk on (B)(4) 2012, the device rrt was less than or equal to 2.62 volt. The weekly battery voltage trend data shows minimum battery of 2.64 to 2.62 volts between (B)(4) 2012 and (B)(4) 2012. There was one patient alert for low battery voltage on (B)(4) 2012 02:15:04.